Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt underwent a primary right l5-s1 spinal root decompression. Almost 5 1/2 months following surgery, the pt presented with recurrent lower back pain and recurrent right lower extremity pain which was moderate in intensity. The pt was prescribed a medrol dose pak and ibuprofen (200mg po tid). Approx 3 months later the pt underwent a revision right l5-s1 microdiscectomy. The outcome of this event is unknown, as the pt was lost to follow-up. The investigator classified this event as unrelated to adcon-l and considered it an idiosyncratic effect.